Event description:
On (B)(6) 2013, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After an aortic extender component ((B)(4)) was placed, an angiographic run revealed the patient's right renal artery may have been partially and unintentionally covered. The physician placed a bare metal stent to restore blood flow to the renal artery. The procedure was concluded without any further complications, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement and renal artery occlusion.